Event description:
Pt on pb840 ventilator. Ventilator stopped working, reading no ventilation, severe occlusion. Rt (respiratory therapy) was at the bedside and immediately started bagging pt with ambu bag. Hr, and oxygen saturation remained stable during this time. Ventilator changed out to new pb840 ventilator. Biomed looked at the ventilator and determined that the expiratory filter was the problem, although it was a new filter.